Event description:
It was reported that the patient presented for a follow-up in the clinic. The right ventricular (rv) lead was noted to have micro-dislodged and exhibited a high capture threshold. The rv lead was capped and replaced with a new rv lead on (B)(6) 2025. The new rv lead subsequently became dislodged, resulting in poor sensing and capture post-procedure. Chest x-ray did not reveal dislodgement of the old rv lead; however, dislodgement of the new rv lead was confirmed via x-ray. The new rv lead was explanted and replaced with the old rv lead on (B)(6) 2025. The old rv lead, which had been capped on (B)(6) 2025, was reused on (B)(6) 2025. The patient remained in stable condition.